Event description:
The ge oec 9600 fluoroscopy system displayed images upside down on the monitor.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the camera rotation was functioning as intended, user unfamiliar with proper system function. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.